Event description:
Customer states dr. Reported issue with the intelijet during her case. Pressure was set to 40; during the procedure it jumped to 60 and then to 150 resulting in build up of fluid in patient's knee. Fluid was removed by the doctor and pt was follow-up via office visit; results are good with no ill effects by fluid. Pt status is good and recovering normal.

Manufacturer narrative:
Pump failed wet test. Replaced transducer and pump passed wet test. Unit is over 5 years old and had never been serviced.